Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient's blood glucose result was 28.0 mmol/l around lunch time. At 2:00 p.m., the patient changes out his site, cannula, adapter, infusion tubing, and insulin cartridge. He increased his basal profile to 140%. The patient's blood glucose was then "hi" mmol/l and he was taken to the hospital. The patient felt nausea and very thirsty. The blood glucose results at the hospital were not provided. The patient was treated with water and insulin via injections. The patient stayed in the hospital for a "few" hours. The infusion device was requested to be returned for product evaluation.